Event description:
Device malfunction: premature deployment, out of anatomy. Time of malfunction: before the procedure. Symptoms/ae: none. It was reported that the xpert stent became unsheathed and prematurely deployed on initial insertion into the introducer sheath, out of the patient's body. The lesion was subsequently treated with balloon angioplasty. There was no adverse patient sequela. Though requested no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.